Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 07/01/2011, 07/05/2011 and 07/11/2011 by phone, fax and mail. Add'l info was rec'd 07/05/2011 by phone. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A purchasing coordinator reported that five intraocular lenses have been explanted in the current yr due to hyperopic surprises. All pts are doing well and are happy with the outcome following the exchanges. Add'l info has been requested. There are five medical device reports associated with these events; this report is for the fourth pt.